Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe loss of dental bone structure. Reported outside of the 30 day reporting window due to updated reporting requirements (CAPA-(B)(4).

Event description:
The customer reported developing pain on teeth #8 and #9, infection and bone loss during aligner treatment. No medical intervention was required but the customer was prescribed with antibiotics to treat the infection. As a result, aligner treatment was discontinued.